Manufacturer narrative:
(B)(4). The device passed electrical testing but failed functional testing due to multiple fills and drains being outside of volumetric specifications. External and internal inspections were performed and the device passed. Volumetric accuracy testing was performed and the device failed. Temperature confirmation testing was performed and the device passed. The device was able to perform priming sequences without any errors. A test of the pneumatic system found significant leakage in the left disposable. The door assembly was isolated and tested and found the left disposable to be stabilized. The door piston was inspected and found deteriorated piston foam and a cracked left disposable door piston. A review of the event history log of the device found nothing related to the reported issue. The cause of the reported issue was determined to be deteriorated piston foam. The door piston and piston foam were scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. No additional information is available.